Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time incident. The customer¿s blood glucose level was 47 mg/dl, 200 mg/dl and the current blood glucose level was 308 mg/dl. The customer was treated with orange juice and food. The drive support cap was normal. The insulin pump will not be returned for analysis.